Manufacturer narrative:
(B)(4).

Event description:
It was reported the health care provider (hcp) had a hard time interrogating the pump, but then changed the programmer and was able to interrogate it. The pump was said to have a low battery and would be replaced ¿in a few months.¿ the patient felt ¿tired¿ for the ¿last day¿ prior to report date, but the hcp stated the patient was not going through withdrawal. The pump was infusing morphine at 1.8mg/day.

Event description:
It was later reported the interrogation difficulty took place during the initial stages of a refill procedure. The printed data indicated the pump had stopped. The cause of the event was due to ¿motor stall.¿ it was not clear what caused the stall, unknown if related to programming, but reportedly the stall did recover. The refill procedure had no further complications. The telemetry was successfully accomplished and the pump was re-interrogated and updated. The pump was re-interrogated again several minutes later to confirm the pump had been turned back on and read as simple continuous. There was no injury to the patient and the patient was doing well the following day.

Manufacturer narrative:
Updated concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: 8840, product type: programmer, physician. Product ID: 8840, product type: programmer, physician. Product ID: 8840, product type: programmer, physician. (B)(4).